Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front te, between the dn and ECG electrode b. The cause of the non-functional therapy electrodes and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wire.

Event description:
A us distributor returned a belt indicating that it failed the therapy electrode (te) recognition test.